Event description:
A 70 yr old female who is s/p cementless left total hip replacement from 9/29/1995. Pt developed osteolysis of the hip replacement with lysis of the ileum and lysis in the base of the greater trochanter she sustained a pathologic fracture of the base of the greater trochanter due to this process.